Event description:
A malfunction alarm was reported on the customer's pump, identified by the malfunction code malf 3. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective measure, the customer was instructed to use multiple daily injections (mdi) as backup therapy while a replacement pump was arranged. Customer technical support confirmed the shipping details and guided the customer on how to set the pump into storage mode before its return, which the customer acknowledged.